Event description:
It was reported that customer was hospitalized with low blood glucose levels. During troubleshooting, it was found out that the programming was incorrect. The programming was corrected and explained to customer the impact of incorrect programming on blood glucose.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.